Manufacturer narrative:
E1/facility name: (B)(6) hospital e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed noise in the image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3 h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a waterproofing defect in the camera cable and error e216 occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as there was a water-tightness problem with the camera cable and the charged coupled device internal circuit board was discolored, it was possible that the charged coupled device had failed due to moisture that entered into the unit. As a result, it was presumed that the unit was unable to communicate normally, and that had led to the image noise and error e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed noise in the image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.